Manufacturer narrative:
He dfm100 assy processor was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the reported ECG failure could not be verified in lab testing. The processor passed all tests during operational check and general testing. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available, it is unknown what caused the reported issue as the reported problem could not be verified in lab testing.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was an electrocardiogram (ECG) failure. Remote support from the customer care solution was received and it was determined this was a malfunction of the processor. The processor was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement processor and we are expecting the return of the exchanged processor. Upon receipt at philips the processor will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.